Event description:
The customer reported that switch buttons #3 and #4 of the evis exera ii ultrasound gastrovideoscope were not working. There was no report of patient/user harm or injury due to the event. The device was sent to an olympus service center for evaluation. During inspection and testing, the acoustic lens of the probe unit was found to be damaged, as there was a gap in the adhesive on the distal end of the insertion tube. This report is being submitted for the reportable malfunction (gap in the adhesive on the distal end) that was found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the damaged acoustic lens and gap of the adhesive on the distal end was likely due to the endoscope being dropped or by the device hitting a hard surface. Inspection and testing confirmed the reported issue on both switch buttons #3 and #4, and found the issues were due to fluid ingress in the switch box. In addition, service found the insertion tube coating was peeling off, and the adhesive rubber glue was chipped. The inspection of the image and light transmission system found the internal charge-coupled device unit was out of specification. The angulation system was loose due to a worn angle wire. The suction cylinder demonstrated signs of wear. Switch button #1 had a pin hole perforation, and the switch box and universal cord had scratches. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to report source and date received by manufacturer. Manufacturing site: corrected the country to italy. Date received by manufacturer: correction to the initial medwatch. The aware date should be 02-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged acoustic lens and gap in the adhesive likely occurred due to excessive force applied to the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.